Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that during the device change out procedure, the atrial lead impedance measurements were high. It was also reported there was no capture and no sensing with the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.